Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that this right atrial ventricle (rv) was explanted due to lead fracture due to potential twiddled. No additional adverse patient effects were reported. (B)(4).